Manufacturer narrative:
Result: siderail stuck due to interference from a bent fowler weldment.

Event description:
It was reported by service report that the siderail was found stuck at low height, and would not pivot because a fowler weldment was bent at the right head-end corner. No patient involvement or adverse consequences were reported.